Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported pen needle broke off in his stomach. Consumer went to emergency room and had three (3) x-rays and was told needle is approx. 1 1/2 " deep in stomach and needs surgeon to remove it. Surgery was scheduled for (B) (6) 2010.